Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely elevated na results were obtained on two patient samples on a dimension vista 500 instrument. Siemens reviewed the instrument data and determined that quality controls (qc) were within expected ranges on the day of the event. Siemens dispatched a customer service engineer (cse) to the customer's site, who performed the following: replaced v-lyte sensor, primed, ran check 1, auto alignment, sensor conditioning, ran quality controls, precision tests, dilution test, and manual power flush, resulting acceptably. Siemens, reviewed images of the aliquot and integrated multisensor technology (imt) probes, and observed evidence of gel buildup or cellular material on the aliquotter. The cse was dispatched again, and performed the following: replaced aliquot drain, replaced imt probe, replaced imt sensor, inspected system, ran auto alignments, ran rotary valve leak test, quick check, dilution check and imt calibration, resulting acceptably. Siemens instructed the customer to recalibrate the imt and run quality controls, which resulted acceptably. The customer indicated that the instrument was functioning according to specification. A maintenance issue could have potentially contributed to the discordant, falsely elevated results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on a dimension vista 500 instrument. The results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.